Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4) concomitant products were used during this study: carto 3 system (29033), smartablate generator (g4c-0450), smartablate pump (g4cp-0471), preface sheath 301803m (2) (lot# 17238552), soundstar eco 10439236 (g9001630); d135304 (lot # 17309686m). Other company¿s devices were used during this study: bayless needle. (B)(4).

Event description:
It was reported that a male patient underwent an afib. Ablation and suffered drug induced anaphylactic reaction which occurred at the time physician completed mapping and had started ablations. The patient went asystole and CPR was performed. The patient was inserted impella device and transferred to the intensive care unit (ICU) where he was on a mechanical ventilator. Procedure was aborted. The patient had a medical history of coronary artery diseases. No bwi device malfunctions were reported. The physician stated that the patient condition had improved the next day and the issue was a drug induced anaphylactic reactions due to anesthesia.

Manufacturer narrative:
The device history record (DHR) for the lot number 17325611m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures.